Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s experience multiple blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer was not able to provide the amount of times or specific dates that the elevated bg occurred. The customer would address their elevated bg with a manual insulin injection (mdi) and reportedly, one occurrence the customer¿s significant other delivered mdi while they were sleeping. Reportedly, the customer continued to use the pump for insulin therapy.